Event description:
Reportedly, after firing, the anvil disengaged in the intestine and the instrument did not cut the tissue completely. It was removed from the cavity with add'l cutting of the tissue. Used another device. No pt injury.